Event description:
It was reported that balloon rupture occurred. After deploying wallstents, two 16-4/5.8/75 xxl esophageal balloon catheters were used one at a time for post-dilatation. However, the balloons got caught on the struts of the wallstent and were ruptured. The device was completely removed from the patient. No patient complications were reported.